Manufacturer narrative:
We received one 120602f embolectomy catheter without the packaging for examination. The balloon was found to be torn between the windings and circumferential around the catheter near the proximal windings. The latex is still visible under the distal and proximal windings. The spring tip has been stretched out. There does not appear to be any latex missing from the catheter tip. The inflation lumen is patent. As stated in the IFU the amount of inflation media should be checked prior to each inflation of the balloon so not to exceed the maximum inflation volume. This catheter recommended inflation volume is 0.2ml air "only"; there is no inflation volume for fluid inflation on a 2f catheter. The windings appear to be in good condition. The catheter body tube is also in good condition, there is no visible damage. Unable to determine the cause of the deflation issue due to the condition of the return. Lot number was not provided, therefore review of the manufacturing records could not be completed. Though we have confirmed product damage exists, there was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time.

Event description:
It was reported that the balloon would not deflate. No patient complications were reported.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. Lot number was not provided, therefore review of the manufacturing records could not be completed. A supplemental report will be forthcoming once the device is received for examination.